Event description:
The user facility reported that during a colonoscopy procedure, the physician initially noted irregularity in the up/down control knob, but elected to continue using the device. Sometime thereafter, the bending section reportedly locked with the distal end slightly curved in an upward position. The physician was able to safely withdraw the device from the patient, and then immediately re-examined the patient with a similar, but different device. There was no injury to the patient. The patient is reported to be doing fine to date, and no follow-up visit was required.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found excessive play on the upward/downward control knob due to overstretched angle wires. The control knob was noted to be rough when turned and was confirmed to lock up when fully angulated. The insertion tube was noted to be floppy, and had buckles. The unit failed electrical safety testing, and the distal end cover was noted to be cracked, chipped, and scratched. Additionally, the bending section cover was worn and discolored, and the bending section cement was found to peel and crack. There were excessive broken wires on the bending section mesh. The cause of the user's report was attributed to stress. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution